Manufacturer narrative:
(B)(4). Of the 4 devices reported, a total of 4 devices were received for evaluation. Additional lot# t92z4j; t93019; t93c7d; t92x9v. (B)(4).

Event description:
This report summarizes <noe> 4 </noe> malfunction events involving a total of 4 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.